Event description:
The customer reported shock and pacer equipment malfunction messages and that the charge button doesn't respond during opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported shock and pacer equipment malfunction messages and that the charge button doesn't respond during opcheck. There was no reported pt involvement. The device was evaluated at philips. The symptom was clarified as the device locking up at the charge button step during opcheck. The reported error messages above were also confirmed. The issue was localized to corrupt software. The processor pca was replaced to resolve the issue.